Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the photoselective vaporization of the prostate procedure, the fiber began rotating within the metal cap so that the laser aperture was no longer aligned. The fiber then began forward firing. It was noted that the fiber tip had been cleaned one time during the procedure. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.